Event description:
The healthcare professional reported that during the procedure, the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31168610) had a breakage at one point ¿some centimeters (1 or 2 cm) before the distal hydrophilic coating start. It looks like that the long guide sheath break instead of kink.¿ there was no report of any negative patient impact. A photo of the device was included in the complaint. On 02-feb-2024, additional information was received. Per the information, the procedure was on (B)(6) 2023. It was an adapt (direct aspiration first pass technique) case; the device was not snaked (advanced without wire / microcatheter). The procedure was a thrombectomy for an ischemic stroke that was targeting an occlusion in the m1 segment of the middle cerebral artery (mca). The vessel was not excessively tortuous or with acute bends. The complaint device did not become fractured into two separate pieces. It was not replaced with another cerebase; the physician replaced the long guide sheath with a neuron max® 088 sheath (penumbra) and completed the procedure without any problems. The information confirmed there was no negative patient impact and no procedure delay as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.9: FDA correction/ removal reporting no.: 3007628272-02/02/2024-001-r. The product analysis team reviewed the photo that was included in the complaint. The review is documented below. [Photo review]: one photo was attached to the complaint file and it shows the shaft of the cerebase separated; the catheter appears to be in one piece, connected by the internal braid. The rest of the device is not observed on the video and no further damages could be noted. This issue is being addressed through cerenovus quality system. The issue regarding a catheter being broken was confirmed based on the shaft separation observed. This investigation was performed based only on the photo provided. According to the information received the device was discarded and is not available for evaluation. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31168610) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.